Event description:
Reporter indicated that patient experienced bradycardia post-implant. Upon being admitted to the hospital, the patient's heart rate was 69 beats per minute. In the recovery room the rate had decreased to 37-38 bpm. Recovery room staff placed magnet over the device to turn it off and the heart rate increased to 45 bpm. Physician reproduced the bradycardia by removing the magnet from over the device. Device was programmed to off.